Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6) medical center. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced leakage. The following information was provided by the initial reporter: our clinical team reported leaking alaris tubing. Patient stated she did not receive her IV antibiotic because there was "a puddle " next to the machine. Rn ran IV tubing to see if there was a leak and tubing was leaking from the bottom of the cassette piece. The patient was extremely upset about it and required de-escalation. There was no physical harm to the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-dec-2022. Investigation summary: one sample was received and tested by our quality team. The sample leaked from the silicone pump segment immediately after primed with saline solution which verified the complaint. Under microscope there was a small tear in tubing that resembled a pinhole. The manufacturer of set was contacted and after scrutinous evaluation of machines involved in production- this pinhole was not made before distribution. The root cause of this failure is unknown. For the material # 2420-0007 the manufacturer was able to determine possible batch numbers were- batch # 22085072, 22085073, 22085074, 22085314, 22085316, 22085407, 22085537, 22085538. There were no production issues of relative qns for any of the possible lots with this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced leakage. The following information was provided by the initial reporter: our clinical team reported leaking alaris tubing. Patient stated she did not receive her IV antibiotic because there was "a puddle " next to the machine. Rn ran IV tubing to see if there was a leak and tubing was leaking from the bottom of the cassette piece. The patient was extremely upset about it and required de-escalation. There was no physical harm to the patient.